Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection of the used unit showed the syringe was returned with the entire hub/ needle/safety shield detached from syringe barrel tip but it was not activated. Further visual examination indicated that barrel tip appeared deformed which may have caused hub not to fit properly. Additionally, a review of the hub under 4x magnification noted that there appeared to be a molding defect that was not seen during inline inspections. Specifically, where the mold would product a round aperture for barrel tip to fit into, for the sample evaluated, the aperture appears to be more triangular. A review of the device history record revealed one defect notification ((B)(4); 01mar2017) noted for a related incident during production. The affected product was quarantined per current procedure and not released for distribution. Additionally, there was one notification ((B)(4)) for an incident, unrelated to this complaint cause. Conclusion: the noted types of damage and/or defect seen could attribute to an improper seating of the safety mechanism (hub, cannula, pushrod) onto the barrel during assembly. This has the possibility to allow for the safety mechanism to become disassembled when pressure is placed on the pushrod. The holdrege plant is assessing this and other hub separate complaints for commonality. CAPA (B)(4) has been initiated to investigate this issue in greater detail.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after injection, the safety from the 1 ml allergist tray with 27 g x 1/2 in. Bd safetyglide¿ permanently attached, regular bevel needle did not engage. No medical interventions were done. There was no injury.